Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had a scope communication error (b40 error code). The issue occurred, during an unspecified event. There were no reports of patient harm.